Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer reported that they replaced the batteries and that resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would power itself off when attempting to print a code summary report. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer reported that they replaced the batteries and that resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was able to verify that the device powered itself off three times. The customer reported that they replaced the batteries and that resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.